Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient had some impending erosion, so their device was explanted and replace with a titan zero degree. No other adverse patient effects were reported.